Event description:
Patient had experienced periodic hypoglycemia, from 2004-mid-january 2005. They indicated that patient's blood glucose frequently measured 30-40 mg/dl, immediately after waking up. Patient self-treated by drinking juice. Reporter attempted to resolve the concern by lowering patient's basal rates between 12 am - 6am (from .8u to .5u); however, patient experienced high blood glucose (500 mg/dl), following the adjustment. No error messages were generated by the device.